Event description:
It was reported that the impedance measurement was low and out of range. The lead was capped and replaced during device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.